Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no unevenness. The physical shock experienced by the device could be an external force exerted by strong rubbing or bumping on the area during transportation, storage, use, cleaning, etc. The instructions for use includes the following statements: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition, it was noted that the rubber coating at the distal end had a crack. Evaluation is still ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair and the issue of forceps cover glue peeling was observed at the time of estimation. There is no reported patient harm.